Event description:
A surgical technician reported that a system message indicating that the footswitch was not responding occured while the surgeon was making the initial incision. The message could not be cleared. The case was canceled and rescheduled. There was no pt harm reported.

Manufacturer narrative:
The facility did not request service. The customer ordered a replacement footswitch and footswitch cable to address the customer reported system message (sm) related to the footswitch detent. After the customer's biomed replaced the footswitch the system was used with no further issues reported. The footswitch was returned and a visual assessment of the returned sample revealed scratches, a crack on the housing, and worn padding on the left and right wing switches. However, these visual nonconformities are cosmetic issues and are not related to the customer reported event. No additional visual nonconformity was observed. The footswitch was tested and passed all testing. The customer reported event of their footswitch not responding and generating a system message that could not be cleared was not replicated or confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch or system. The root cause could not be determined. (B)(4).